Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). The result from the meter was 4.7 inr with a data flag. The repeat result was 3.4 inr with a data flag using a different finger. The specific time was not provided. It was only stated as a few minutes later. There was no allegation of an adverse event. The patient did not have symptoms of a high inr. The customer did not know the patient's hematocrit level. The patient's therapeutic range was 2.0 - 3.0 inr. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot. Qc 1: 2.4 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. Retention test strips (lot 27216311) were tested in comparison to masterlot # 28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field. Correction/removal report no.